Event description:
Two (2) prismasate dialysis solution bags for continuous renal replacement therapy by gambro -both were 5000cc each- split for pt. We had to remake the bags. Dose or amount: 5000cc. Frequency: continuous. Route: IV. Dates of: 2009. Diagnosis or reason for use: renal failure. P3 container cracked.